Manufacturer narrative:
Concomitant medical products: liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell, ref#: (B)(4), lot#: 63175338. This is a splitcase with zimmer inc. (B)(4), reference number (B)(4), MFR: 0001822565-2018-01520 (liner). The manufacturer did not receive devices for review . X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. The patient underwent a tha and was subsequently revised 10 months post-implantation due to pain and instability. It was further reported that the surgeon was able to verify during surgery that the polyethylene core of the prosthesis was broken in the upper area and the ceramic head showed an area of metallosis.

Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type. Correction: date of report, concomitant medical products, date rec¿d by MFR, PMA/510k. Concomitant medical products : liner standard 3.5 mm, offset 36 mm i.d., ref#: (B)(4), lot#: 63175338, liner standard 3.5 mm, offset 36 mm i.d., ref#: (B)(4), lot#: 63175338, unknown stem hip, ref#: unknown, lot#: unknown. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. Trend analysis: no trend considering the following event is identified: revision due to pain, metallosis, instability. DHR-review: ref: (B)(4); lot: 2749768, yield: 100, delivered: 100. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: it was reported that a patient was implanted with biolox head and a xlpe liner on (B)(6) 2016 and underwent revision surgery on (B)(6) 2017 due to pain and instability. During surgery, it was noted that liner was broken and ceramic head showed an area of metallosis. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. One attorney letter dated 21.02.2018 has been received, describing the legal claim. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: the compatibility check for the biolox head and the pe liner was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head. Possible, as the products have not been returned for an investigation this cannot be excluded. However, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear. Possible, as the products have not been returned for an investigation this cannot be excluded. However, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. Postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear. Possible, as the products have not been returned for an investigation this cannot be excluded. However, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper). Possible, as it cannot be excluded based on the available information. It remains unknown whether the information given in the IFU (chapter: "warnings", "general instruction for revision of ceramic components" and "assembling the femoral heads") and in the surgical techniques of femoral stems compatible with the ceramic heads have been followed. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products. Possible, as it remains unknown which stem had been implanted. IFU contains a link to: "product compatibility" and "warnings". These information need to be followed. Conclusion summary: patient was implanted with biolox head and a xlpe liner on (B)(6) 2016 and underwent revision surgery on (B)(6) 2017 due to pain and instability. During surgery, it was noted that liner was broken and ceramic head showed an area of metallosis. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. It is unknown whether the components were implanted with the correct fit and orientation according to the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. One possible reason for the described metallosis might be that there has been metal transfer on the outer surface of the ceramic head. This might result due to contact between the ceramic head and the shell after the liner breakage. Another possible reason for the metallosis might be that the stem taper connection was leading to a release of metal ions. It remains unknown which stem was implanted and whether the product combination was approved by zimmer biomet. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4). Note: this is a split-case, the breakage of the liner is treated in (B)(4).